Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a new pump and that there was a red led light flashing around the wake button. The clinical diabetes specialist plugged the pump into the power source and the pump did not beep or vibrate. Reportedly, another device was able to be charged with the cable and outlet. There was no patient involvement, as device had not yet been used on the customer at the time of the reported event. It was confirmed that the customer would remain on their current insulin therapy until replacement is received.